Manufacturer narrative:
After unpacking implant had fallen from the insertion post. In rare cases, the connection becomes loose during delivery to the customer.

Event description:
After unpacking implant had fallen from the insertion post.